Manufacturer narrative:
The sounding probe was not returned for evaluation. Photos provided appear to indicate that the ball portion on the distal tip of the instrument had broken away from the instrument. However, no definitive conclusions could be made based upon examination of the photos. Reviews of the device history records found no discrepancies. No other complaints have been reported for this production lot. At this time, the customer intends to retain the sounding probe. The complaint will be reopened if/when the instrument is returned for evaluation. Additional information from voluntary report: (B)(4).

Event description:
Per user facility medwatch report: the surgeon was placing screws and using the pedicle feeler finder. He removed the feeler from the pt and saw that the ball tip of the feeler had broken off. An xray was taken with the c-arm and the tip of the pedicle feeler was visualized in the vertebral body, behind the screw.